Event description:
Caller reported an alarm 2 followed by alarm 26 and mentioned experiencing more than one previous occlusion event, but all occlusion events were resolved using similar actions by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer sometimes reloaded the cartridge and resumed insulin or just resumed insulin, and no additional assistance was deemed necessary, leading to the case being closed by technical support.